Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue has potential to cause a delay in treatment or require the replacement of the device. Therefore, the event has been deemed to be a reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for operation. Based on the information found, the root cause cannot fully be determined. The most likely root-cause is a malfunction of control board which damaged the esm board and driver board. The control board, esm board and driver board were replaced. After the replacement of the components no further issues were detected. There are no more complaints registered for the device in question since this complaint was made.

Event description:
The following was reported to hamilton medical ag: · the ventilator device failed to start up. · this occurrence was noticed in the preparation stage before usage. · the device log files do not cover the events of the time of failure. · this malfunction was reproducible. · there is no patient involvement reported. There was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1: a detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue has potential to cause a delay in treatment or require the replacement of the device. Therefore, the event has been deemed to be a reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepard for operation. Based on the information found, the root cause cannot fully be determined. The most likely root-cause is a malfunction of control board which damaged the esm board and driver board. The control board, esm board and driver board were replaced. After the replacement of the components no further issues were detected. There are no more complaints registered for the device in question since this complaint was made. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: · the ventilator device failed to start up. · this occurrence was noticed in the preparation stage before usage. · the device log files do not cover the events of the time of failure. · this malfunction was reproducible. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator device failed to start up. This occurrence was noticed in the preparation stage before usage. The device log files do not cover the events of the time of failure. This malfunction was reproducible. There is no patient involvement reported . There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.